Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Additional information received indicated that details surrounding the patient's death are not available. With a review of the limited available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient expired on (B)(6) 2016. No further information was provided.